Event description:
It was reported by svc report that the fowler top is bent and will not completely lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler.